Event description:
It was reported that on (B)(6) 2012, coronary angiography revealed left main artery (lm) and left anterior descending artery disease (lad). The physician recommended coronary artery bypass graft surgery; however, the patient elected percutaneous intervention. On the same day, a 3.0x38 xience prime stent was implanted in the lm to the proximal lad and a 2.5x38 xience prime stent was implanted in the mid/distal lad. Intravascular ultrasound revealed that the stents were fully apposed. The patient was transferred to the intensive care unit until (B)(6) 2012. The patient was schedule for hospital discharge on (B)(6) 2012; however, on (B)(6) 2012, the patient was found to be not breathing and had no heart beat. Cardiopulmonary resuscitation was performed but the patient had expired. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.